Manufacturer narrative:
Per the fsr, the unit had never been used. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) display was completely blank. There was no patient involvement.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connect the central control monitor (ccm) to lab use only (luo) testing equipment. The screen appeared black at bootup. The information was there but it was not being illuminated. Using a flashlight, the main screen display of the ccm could be seen in the background. It was determined that the ccm display did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.